Event description:
It was reported by customer during use that the cs100 intra-aortic balloon pump (iabp) unit had blood back in the equipment issue. There was patient involvement, but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d10, g3, g6, h2, h6 (type of investigation).

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 . A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that following items were contaminated with blood: 1. Adult safety disk assy,italian, 2. Purge valve assembly,iabp . 3. Tubing, blood detect, iabp . 4. Pneu cmpnt m luer 1/16tb white . 5. Brkt fill manifold. 6. Fill manifold assy, iabp . 7. Assy,crm,italian. The fse replaced these following parts. The unit passed all functional and safety tests as per manufacturer's specification.

Event description:
N/a.